Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy. The break in aseptic technique was further described as the patient was not wearing a mask. There was no indication that the patient experienced any injury or required any medical intervention due to the use error. No additional information is available.